Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment, the battery compartment cap was unable to be tightened, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2017 with the following findings: a review of the black box showed unexplained power on reset events. Moisture corrosion was found in the battery compartment. The battery cap threads were stripped, and the battery compartment was cracked on the side at the threads. The battery cap was unable to maintain an electrical connection the power complaint was duplicated. A test battery cap successfully attached to the pump and maintained an electrical connection. The test battery cap was used to successfully complete 24 hour testing. No power on resets were duplicated. A leak was found in the battery compartment. The pump cover was removed to find internal moisture on the printed circuit board, and internal components. (B)(4).